Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with two optilene sutures. During preparation for a surgery, the needles detached from the suture. After opening the packets, detachment was noted at the "armoring"/junction of needle and suture. The products were not used on a patient and there was no delay. Additional information was not provided. This report refers to the second suture. Associated medwatches: 3003639970-2019-00329.

Manufacturer narrative:
Samples received: 58 closed samples (double needle code) analysis and results: there are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 58 closed units. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.110 kgf in average and 0.033 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.115 kgf in average and 0.066 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.